Event description:
Reportedly, the stapler cut the tissue and did not place staples on the tissue. As a result, the surgeon fired a dst ta 30 3.5 on the tissue to complete the case. Procedure: lower anterior resection. Pt status: no pt injury reported.